Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. One day after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (50 mg, ongoing, route, frequency and duration were not reported), ceftazidime injection (250mg, ongoing, route, frequency and duration were not reported) and amphotericin b injection (3 mg, ongoing, route, frequency and duration were not reported) for peritonitis. On an unreported date, the patient's pd catheter was removed and the patient was switched to hemodialysis . At the time of this report, the patient remained hospitalized due to hemodialysis and has recovered from the event. It was reported that the patient's caretaker has been retrained on the proper aseptic technique. No additional information is available.